Manufacturer narrative:
On (B)(6) 2015, patient visit at (B)(6) clinic showed normal vvir pacemaker function. No stored electrograms (egm). Pacing 98% of the time. No permanent changes to pacemaker made during testing.

Manufacturer narrative:
The device was in use for treatment. The lead was capped, and it will not be returned for analysis. As a result, the allegations against this lead cannot be confirmed. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated. The instructions for use (IFU) informs the user of the long term clinical experience for acute and chronic data measurements as well as the potential for lead fracture during the interval that the lead remains implanted. The event will be reevaluated if additional information becomes available.

Event description:
The customer reported that this patient presented at the ER on (B)(6), 2015 with an increase in the frequency of falls. She was in complete heart block with occasional junctional escape rhythm. An external pacemaker was placed on the patient. The ventricular lead impedance was greater than 3000 ohms. As a result, the ventricular lead was capped (taken out of service) on (B)(6), 2015. New information received by the customer on (B)(6), 2015 indicates there was a lead fracture. The lead was actively implanted for approximately 8 years, 5 months.